Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit was monitored for 5 days and no over heating, low battery alerts or blank display anomalies were noted. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. Pump passed the dat test. Unit received with light moisture damage to lcd board. No traces of moisture noted at motor assemblies per visual inspection. Unit received with stained end cap sticker, cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 543 mg/dl at the time of the incident. The customer was readmitted the next day day due to a pump malfunction. The customer reports that there are times the pump shuts off and the screen is blank and has to insert up to 4 batteries before the pump works. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. Customer also reported damage to the pump screen, pump bottom looks burnt, the pump gets hot sometimes, and moisture ingress under the pump screen.. The insulin pump will be returned for analysis.